Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
(B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula kinked event on (B)(6) 2025. The event occurred within 3 hours of insertion. The insertion site was abdomen and thigh. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.